Event description:
It was reported that a balloon hole was noted. A 10.0 x 40, 75cm mustang was selected for use. During the procedure, a balloon hole was noted when inspected outside the patient's body. Another mustang balloon was opened and procedure was completed successfully. No patient complications were reported.